Event description:
It was reported while using bd vacutainer® urine analysis preservative tube, an unspecified number of tubes are not filling to the minimum fill line. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: bd did not receive any samples or photos for investigation. The retained samples could not be inspected because the lot number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.